Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported, the user had lost access to sound with the device on (B)(6) 2021 and channels with abnormal impedances were found. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user had lost access to sound with the device on (B)(6) 2021 and channels with abnormal impedances were found. The user was re-implanted.